Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was unable to clear the catheter for dye study. It was noted that the aspiration issue resulted in an unsuccessful dye study. The location of the catheter issue was unknown. It was difficult to visualize the entire catheter under fluoroscopy. The patient had thoracic MRI (magnetic resonance imaging) with contrast. Once the films are reviewed, the managing hcp would decide if revision or replacement of catheter is needed. The patient's status at the time of report was alive, no injury. The patient did not experience any symptoms as a result of the event. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported they were waiting on the healthcare professional (hcp) to make a decision. The hcp reviewed the thoracic MRI (magnetic resonance imaging) results and catheter looked to be intact. The patient¿s refills had not been off. There were no plans at this time for a revision or replacement of the catheter.